Event description:
It was reported that during a meniscal procedure the fast fix has fired but the knot has not slipped. It is unknown if there was an available backup device. A delay of 15 minutes was reported. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery systems, will not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, suture would not cinch properly. An exact root cause cannot be determined with confidence.